Event description:
A surgeon reported that inflammation was observed in a pt after phacoemulsification surgery with intraocular lens (iol) implant. The pt was hospitalized and underwent pars plana vitrectomy with administration of silicone oil. The iol was explanted. The pt was treated with unspecified antibiotic and steroid therapy. Attempts have been made to obtain additional information, at this time a completed questionnaire was received. This is one of four medical device reports being filed for this customer. This report is for the third pt.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Attempts have been made to obtain additional information, at this time a completed questionnaire was received. (B)(4).